Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02443, 3006705815-2021-02444, it was reported that the patient was unable to set their ipg to MRI mode due to one of the leads having invalid impedances. Troubleshooting was attempted but unsuccessful. As a result, the patient underwent surgical intervention on (B)(6) 2021 wherein the entire system was explanted. It is unknown which lead has the impedances, as such both leads are being reported.